Manufacturer narrative:
This event occurred in (B)(6). A serial number of (B)(4) was provided, but it is not clear if this is the actual instrument serial number present at this site. A clarification has been requested.

Manufacturer narrative:
Comparison studies have been performed as a part of the investigation. Preliminary investigations have been able to verify the customer's complaint.

Manufacturer narrative:
The correct c111 analyzer serial number for this site has been confirmed to be (B)(4). The correct total protein reagent lot was confirmed to be 697254.

Manufacturer narrative:
It was confirmed that no patients were adversely affected.

Event description:
The customer reported that they received questionable high total protein results for four patient samples when compared to results from other analyzers. Of the four samples, three of these had erroneous results. The first patient sample initially resulted as 66 g/l on the c111 analyzer. The sample was repeated in another laboratory and resulted as 54 g/l. The second patient sample initially resulted as 81 g/l on the c111 analyzer. The sample was repeated on an integra 400 analyzer and resulted as 70 g/l. The third patient sample, from a (B)(6) year old female, initially resulted as 87 g/l on the c111 analyzer. The sample was repeated on a c311 analyzer, resulting as 77 g/l. The sample was also repeated on an integra 400 analyzer, resulting as 75 g/l. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. A clarification has been requested. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. A total protein reagent lot number of 692946 was provided, but it is not clear if this was the actual lot number used on the c111 analyzer at this site. A clarification has been requested. It was asked, but a reagent expiration date was not provided. The customer ran a precision study.